Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the patient was started on duodopa treatment. The patient stated having brownish discharge from her stoma. On (B)(6) 2016 the patient was seen by md and was prescribed oral antibiotics keflex for stoma infection. The patient was hospitalized for the infection. On (B)(6) 2016, it was reported the drainage has increased since seeing the md.